Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that one day post pulse field ablation (pfa) procedure, this patient presented to the hospital with chest pain. Testing showed low hemoglobin, and an abnormal liver function test. The healthcare professional suspected hemolysis from the ablation procedure. The patient was admitted into the hospital for four days for blood transfusion. Additionally, the patient had fully recovered and was discharged home. The farawave pulsed field ablation catheter is not expected to return for analysis as it was disposed.